Event description:
A surgeon reported that when an intraocular lens (iol) was inserted into a patient's eye, it turned upward and caused the capsular bag to rupture. The surgeon was able to manipulate the iol into satisfactory position on top of the ruptured capsular bag. The procedure was then completed. The iol remains implanted. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for investigation. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).